Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7070041.

Event description:
It was reported that the patients pain areas were not covered adequately. The patient underwent an explant procedure.